Manufacturer narrative:
(B)(4).

Event description:
Procedure: anterior low resection.according to the reporter: the colon was prepared for the surgery as it was an emergency surgery. When inserting the circular stapler eea31 and firing the device as they usually perform, the surgeon did not hear the firing sound. After the firing and opening the device. They realized that it had cut but almost all the staples were not correctly formed and the edges were not joined. Some staples fell in the pt's cavity and were removed (no extension of the incision was needed) using the aspirator. The "doughnuts" were not regular and complete. So they had to modify the technique and perform a protection colostomy.